Manufacturer narrative:
B5-additional information: the surgeon states the preop parameter suggested a 13.2mm size but the postop value was more than 1000um and he was surprised. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+1.5/109 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault and pigment dispersion. The problem is resolved. The cause of the event is reported as other: "unknown reason for high vault." Reportedly, "according to the surgeon the suggested size was 13.2mm but the vault post op was more than 1000 micron and was surprised for the high vault because of this."

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).